Event description:
While child was on ECMO the tubing between the oxygenator and heater became disconnected at a factory seated connection point. Cannulas to child were clamped immediately, emergency ventilator settings were implemented and was transfused with prbc's. Baby was recannulated and placed on new ECMO circuit. Pt stable on ECMO with no apparent injury after this incident. Tubing returned to MFR rga #sorma 103936.